Event description:
A customer reported observing biased troponin I quality control and pt sample results. Biased results of this magnitude may result in inappropriate physician action. There was no report of pt harm.

Manufacturer narrative:
Investigation summary: during the investigation, the customer performed a precision test which failed. Following cleaning of the reagent metering probe, the precision test was repeated and failed again. An ocd field engineer observed the reagent metering probe was occluded, replaced it, and repeated the precision test, which yielded acceptable results. The root cause of this event was an occluded reagent metering probe.